Event description:
It was reported that a patient presented to clinic for magnetic resonance imaging (MRI). The MRI procedure was followed and were MRI settings were enabled during the MRI scan. After MRI scan, device interrogation revealed incorrect measurement of battery longevity. The battery measurement returned to normal after some time, no changes or intervention was performed. There were no patient consequences.

Event description:
It was reported that a patient presented to clinic for magnetic resonance imaging (MRI). The MRI procedure was followed and were MRI settings were enabled during the MRI scan. After MRI scan, device interrogation revealed incorrect measurement of battery longevity. The battery measurement returned to normal after some time, no changes or intervention was performed. There were no patient consequences.